Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced two low blood glucose events on (B)(6) 2018. The customer felt hypoglycemic symptoms at noon while at a physical therapy appointment and treated with soda and other carbohydrates. Later that night at 11pm, the customer's blood glucose began within the 160 mg/dl and 170 mg/dl range but her sensor glucose reading became 40 mg/dl by 12:30am. Despite a sensor glucose value of 40 mg/dl, the insulin pump continued to deliver insulin throughout the whole night. Troubleshooting was initiated on the insulin pump for a possible over-delivery anomaly. The reservoir contained more insulin than what was displayed on the status screen. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08700 inches.